Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. Section d4 (primary UDI number) has been updated. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare professional reported an issue with adhesive and low readings from the abbott diabetes care (adc) device. While on a cruise vacation, the customer¿s sensor fell and was replaced with a new one. Shortly after the replacement, the customer received a low sensor reading of 3 mmol/l. Despite consuming food, the sensor continued to display low blood sugar readings for the next four days. No comparison device was provided, and it is unknown whether the customer noticed a trend arrow on the device. The customer experienced frequent urination, nausea, poor general condition, and a severe headache. After arriving at the airport, the customer was picked up by ambulance, where blood sugar was measured at 68 mmol/l. The customer was admitted to the hospital for unspecified treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. Section d4 (primary UDI number) has been updated. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare professional reported an issue with adhesive and low readings from the abbott diabetes care (adc) device. While on a cruise vacation, the customer¿s sensor fell and was replaced with a new one. Shortly after the replacement, the customer received a low sensor reading of 3 mmol/l. Despite consuming food, the sensor continued to display low blood sugar readings for the next four days. No comparison device was provided, and it is unknown whether the customer noticed a trend arrow on the device. The customer experienced frequent urination, nausea, poor general condition, and a severe headache. After arriving at the airport, the customer was picked up by ambulance, where blood sugar was measured at 68 mmol/l. The customer was admitted to the hospital for unspecified treatment. There was no report of death or permanent impairment associated with this event.

Event description:
A healthcare professional reported an issue with adhesive and low readings from the abbott diabetes care (adc) device. While on a cruise vacation, the customer¿s sensor fell and was replaced with a new one. Shortly after the replacement, the customer received a low sensor reading of 3 mmol/l. Despite consuming food, the sensor continued to display low blood sugar readings for the next four days. No comparison device was provided, and it is unknown whether the customer noticed a trend arrow on the device. The customer experienced frequent urination, nausea, poor general condition, and a severe headache. After arriving at the airport, the customer was picked up by ambulance, where blood sugar was measured at 68 mmol/l. The customer was admitted to the hospital for unspecified treatment. There was no report of death or permanent impairment associated with this event. Abbott diabetes care (adc) received additional information from the healthcare professional. "44-year-old female, admitted with hyperglycemia without ketoacidosis with negative capillary ketones. S-osmolality 340 on admission (calculated 310, oamolar gap 30 but ethanol <0.2, no suspicion of methanol, normal anion gap). Blood glucose on admission 64.8. Mild metabolic acidosis, but no capillary ketones. Lactate 6.5 (lactacidosis?). Hyponatremia of 118, with glucose corrected na 135. Lactate 6.5 on admission. In the reception area, fluid therapy was started and eventually a glucose-insulin drip of 1u/h. S-glucose fell by approx. 5 mmol/l/hour, s-osmolality and glucose-corrected na have remained stable at check-ups. Decreasing lactate during treatment. Slightly reduced kidney function, probably due to dehydration. Metformin has been paused during admission due to kidney failure and lactic acidosis, will remain paused until check-up at haugesund due to crp increase and possible infection in flare-up. Mild øli symptoms have developed, she has been asked to check crp/contact a doctor if worsening occurs. She has switched to a new sensor that shows correct values. Over the weekend she started her own insulin regimen with lantus 80e. She uses fiasp regularly with meals." A sensor scan indicated a glucose level of 4 mmol/l, which was compared to a laboratory test result of 27 mmol/l. The sensor had been worn for 4 days. When these results were plotted on a parkes error grid, they fell into the "d" zone, showing the difference in values to be clinically significant. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Additional information has been received, and the following sections are updated: b1 - adverse event/product problem: updated to adverse event and product problem from adverse event. B5 - describe event or problem. B6 - relevant test/laboratory data. H6 - health effect clinical code: e1205 hyperglycemia.

Event description:
A healthcare professional reported an issue with adhesive and low readings from the abbott diabetes care (adc) device. While on a cruise vacation, the customer¿s sensor fell and was replaced with a new one. Shortly after the replacement, the customer received a low sensor reading of 3 mmol/l. Despite consuming food, the sensor continued to display low blood sugar readings for the next four days. No comparison device was provided, and it is unknown whether the customer noticed a trend arrow on the device. The customer experienced frequent urination, nausea, poor general condition, and a severe headache. After arriving at the airport, the customer was picked up by ambulance, where blood sugar was measured at 68 mmol/l. The customer was admitted to the hospital for unspecified treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Adc investigated this issue and determined that the sensor associated with this complaint may not meet product design specifications and may produce low glucose readings which are not clinically acceptable. This product has been determined to be within the scope of the investigation and actions conducted under adc field action fa1002-2025. No further investigation actions are required as this issue is confirmed to be in the scope of adc fa1002-2025. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare professional reported an issue with adhesive and low readings from the abbott diabetes care (adc) device. While on a cruise vacation, the customer¿s sensor fell and was replaced with a new one. Shortly after the replacement, the customer received a low sensor reading of 3 mmol/l. Despite consuming food, the sensor continued to display low blood sugar readings for the next four days. No comparison device was provided, and it is unknown whether the customer noticed a trend arrow on the device. The customer experienced frequent urination, nausea, poor general condition, and a severe headache. After arriving at the airport, the customer was picked up by ambulance, where blood sugar was measured at 68 mmol/l. The customer was admitted to the hospital for unspecified treatment. There was no report of death or permanent impairment associated with this event. Abbott diabetes care (adc) received additional information from the healthcare professional. "44-year-old female, admitted with hyperglycemia without ketoacidosis with negative capillary ketones. S-osmolality 340 on admission (calculated 310, oamolar gap 30 but ethanol <0.2, no suspicion of methanol, normal anion gap). Blood glucose on admission 64.8. Mild metabolic acidosis, but no capillary ketones. Lactate 6.5 (lactacidosis?). Hyponatremia of 118, with glucose corrected na 135. Lactate 6.5 on admission. In the reception area, fluid therapy was started and eventually a glucose-insulin drip of 1u/h. S-glucose fell by approx. 5 mmol/l/hour, s-osmolality and glucose-corrected na have remained stable at check-ups. Decreasing lactate during treatment. Slightly reduced kidney function, probably due to dehydration. Metformin has been paused during admission due to kidney failure and lactic acidosis, will remain paused until check-up at haugesund due to crp increase and possible infection in flare-up. Mild øli symptoms have developed, she has been asked to check crp/contact a doctor if worsening occurs. She has switched to a new sensor that shows correct values. Over the weekend she started her own insulin regimen with lantus 80e. She uses fiasp regularly with meals." A sensor scan indicated a glucose level of 4 mmol/l, which was compared to a laboratory test result of 27 mmol/l. The sensor had been worn for 4 days. When these results were plotted on a parkes error grid, they fell into the "d" zone, showing the difference in values to be clinically significant. There was no report of death or permanent impairment associated with this event.